Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to endocarditis with vegetation on the tricuspid valve. No additional adverse patient effects were reported. This rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental report is being filed to correct the f10 patient codes, f10 impact codes, h6 patient codes and h6 impact codes.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to endocarditis with vegetation on the tricuspid valve. No additional adverse patient effects were reported. This rv lead was explanted.